Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that both mounting nuts for the remote pendant were broken off. The jack screws were replaced with spares. The issue resolved. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that a manufacturer representative was unable to reset e-stop on the pendant. There was no patient present when this issue was identified.